Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was involved in a collapsing set incident during a propofol (non baxter drug) infusion to an unidentified patient. The pump did not alarm for the occlusion and continued to infuse at a lesser rate resulting in less drug effect on patient. No patient injury or medical intervention was reported. The master software version of this device was 5.80.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Inspection of the returned device detected an anterior cuff confirming the reported event. The anterior needle presented damage consistent with the needle striking an object. However, no device damage was detected. The posterior needle, with the complete undamaged suture attached, had been ejected from the posterior foot and was engaged with the posterior cuff with the link attached to it. The device was tested by reinserting the plunger/needle assembly into the handle with acceptable needle trajectory, needle depth and push mandrel travel results. The anterior needle also fully engaged the anterior cuff. Based on the investigation findings, the probable cause for the reported needle to cuff miss are needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger, or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No anatomical information was provided to confirm any anatomical issues. No manufacturing or quality issues were detected. The root cause for the anterior needle to cuff miss is related to the operational context in which the device was used. A review of the lot history for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. Device #1: perclose proglide, part# 12673-03, lot# 920286h is being reported under a separate medwatch report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred as no suture was present when the plunger was removed. Another proglide was used with the same results. It was not specified as to how hemostasis was achieved. There was no adverse pt sequela. Though requested, additional info was not provided.